Event description:
It was reported that the c4103 grasper insert was perceived to be left in the pt. After the case the surgeon noticed that the insert wasn't on the grasper. An x-ray was performed to locate it and it could not be located.